Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an avnrt procedure, the patient experienced av block while targeting the slow pathway. No intervention was performed to treat the arrhythmia. The av block appeared 15mm from the bundle of his in a zone with almost no a signal. At the end of the procedure, the arrhythmia was still present. There were no performance issues with the flexability catheter.